Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The screws of the co2 gas inlet were broken due to handling and the tightness was not maintained.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at the olympus local service department, it was found that co2 leaked from the co2 gas inlet of the device and the screws of the co2 gas inlet were broken. Other detailed information was not provided. There was no report of patient injury associated with the event.